Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 2,000 lioresal (baclofen) at 360 (units not included). The reason for use was not reported. It was reported that there was an infection. The patient¿s pump pocket opened up and became infected. Nothing was wrong with the pump. It was unknown when the issue started. There was a ¿full system explant¿ and the pump was explanted on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The device was not replaced by another device of the same manufacturer, but would be in the future. The customer was not notified that the device should be returned to the manufacturer and they discarded the device. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was unknown and would not be made available (legal/confidential reason). The hcp would have no further information for the manufacturer on this event. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.